Manufacturer narrative:
Other relevant device(s) are: brand name: micra, medical device: mc1avr1-delsys / expiration date: 28-jul-2021 / serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Device mfg date: 18-mar-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was reported that the patient was in complete heart block upon arrival with a ventricular rate in the the mid twenties. The patient was transcutaneously paced with a temporary pacemaker during the implant procedure of the leadless implantable pulse generator (ipg) during deployment scant staining was seen in the pericardium during contrast injection. The ipg required repositioning, however the patient experienced loss of hemodynamics. It was reported that the leadless implantable pulse generator (ipg) was functioning appropriately. Cardiopulmonary resuscitation was performed however the patient died.